Event description:
It was reported to the company that the doctor attempted to remove the magnet on the implant to prepare the pt for an MRI. Instead of a hires 90k device, the doctor discovered that the pt had a clarion device, which required that the entire cochlear device be explanted prior to an exposure to MRI procedure. The pt's cii device was explanted after MRI. The pt was later reimplanted with another advanced bionics device.